Event description:
The pt fell in a parking lot. Since that time, the pt's stimulation had been intermittent. The pt thought te intermittent stimulation might be because her implantable neurostimulator (ins) battery was so low. Additional info has been requested, a follow-up report will be sent if additional info becomes available.